Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and it was determined that the device did not meet specifications. During servicing, the burnt smell was confirmed. The cause was identified as a burnt chip on the pump motor driver board. The affected board will be replaced to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix pharmacy compounding device had a burning smell. This occurred during programming/setup. The event occurred in the pharmacy. There was no patient involvement. No additional information is available.